Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the technical support advised the customer to check any visual damage on the screen. The tech support confirmed that the touch screen of the device is defective.

Event description:
The customer reported that the touch screen is intermittently not sensing or reacting to touch inputs properly. There is no patient harm and medical intervention is not needed with this reported event.